Manufacturer narrative:
The device serial number was documented in the lot number field in the initial report. The device serial number has been updated as (B)(4) and the lot number field as na. Device manufacture date: the device manufacture date was documented as may 5, 2013 in the initial report. The device manufacture date has been updated as may 15, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization, and/or maintenance procedures not followed as per directions for use, which is user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had damaged component - cable/cord/wiring, liquid damage, worn coupling and was hot. It was noted in the service order that the device was overheating and not releasing the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.